Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the bone was healed and the surgeon was about to remove the plate, he found that the screw head of locking screw placed on the proximal medial big toe side had been broken. The plate and screws including the broken screw and its head were removed successfully. Resolved: nothing was done since the bone was healed successfully. No backup device was necessary. No delay.